Event description:
It was reported that a balloon rupture occurred. The patient presented with acute coronary syndrome (acs). The 75% stenosed target lesion was an area of in stent restenosis (isr) in the moderately tortuous and mildly calcified mid to distal right coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, the balloon was inserted up to rca distal and expanded slowly, increasing the pressure by 1atm at a time and inflated at 8 atm for 30 seconds. Upon reaching 8atm, the pressure dropped and the balloon ruptured in a slight vertical tear form around the base of the blade on the proximal side. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The patient presented with acute coronary syndrome (acs). The 75% stenosed target lesion was an area of non boston scientific in stent restenosis (isr) in the moderately tortuous and mildly calcified mid to distal right coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, the balloon was inserted up to rca distal and expanded slowly, increasing the pressure by 1atm at a time and inflated at 8 atm for 30 seconds. Upon reaching 8atm, the pressure dropped and the balloon ruptured in a slight vertical tear form around the base of the blade on the proximal side. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event of balloon material rupture was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. The lesion was described as moderately tortuous and mildly calcified, this anatomical feature likely contributed to the reported event.